Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124ej, serial/lot #: (B)(4), ubd: 17-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 62mm abdominal aortic aneurysm. It was reported that the patient presented emergently twenty-four days later. A CT performed revealed an occlusion of the left limb. Intervention was performed on the same date and the thrombus that was causing the occlusion was removed with a catheter. As per the physician the cause of the event was patient vessel morphology. At the time of the implant, it was noted there was a tortuosity in the distal landing site of left common iliac artery (cia), but it was judged that there was no need to implant an additional limb on that site at the time and procedure was completed. No additional clinical sequelae were provided and the patient is fine.